Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes stating that prior to the revision in (B)(6) 2017, patient underwent another revision for infection. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Event date sometime between (B)(6) 2016 and (B)(6) 2017. Explant date sometime between (B)(6) 2016 and (B)(6) 2017. Concomitant medical products: ep-200154 ¿ e1 active articulation bearing ¿ 783280; 11-104110 ¿ mallory head femoral stem ¿ 625610; us157854 ¿ m2a magnum cup ¿ 424700; therapy date: unknown. Customer has indicated that the product will not be returned for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03756, 0001825034-2019-03759, 0001825034-2019-03761.

Event description:
It was reported that patient underwent 2 revision surgeries approximately 6 years post implantation. Subsequently, the patient underwent a third revision due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.